Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, first lock test was failed. During the grasping of leaflets, physician dropped grippers at 120 degrees and locked the clip before closing. After leaflet assessment, it was decided to deploy the clip. Arm positioner is in neutral and was turned one full turn in the open direction. It was noticed that the arms slightly opening and then suddenly clip popped open to an inverted position. The clip was closed, brought back to neutral and another leaflet assessment was performed. The lock was tested again, and it passed. Clip was deployed. All steps were performed as per IFU. The final mr was grade <1. There were no adverse patient effects or clinically significant delays reported.